Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was treated in the hospital with potassium and electrolytes and hydrate and insulin intravenous. It was reported the insulin pump stopped working and insulin was out. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.